Event description:
It was reported that bd maxguard extension set was damaged. The following information was received by the initial reporter with the verbatim: as per the reporter: this was attached to primary tubing at the port site. When it was attempted to be removed, the part you spin came off, but the skinny cylinder (currently detached) was still in the primary tubing, allowing fluid to begin leaking out of the tubing leading to air going into the line which could have led to an air embolus. After multiple attempts, the line was able to be disconnected and the primary line was reprimed. Item#mme2020

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the spin collar broke off of the luer, and returned one used sample of material me2020 and lot 23079060. The set was visually examined for defects and abnormalities, and the separation at the male luer was verified. The male luer that broke off as well as the spin collar that broke were not returned with the sample. Analysis under a microscope showed there to be sufficient solvent applied to the tubing at the luer connection. The root cause is not traced to manufacturing with the evidence of sufficient solvent. The root cause is unknown. A representative from the clinical team reached out to see more about the issue and to provide luer connection tips. Device history record review for model me2020 lot number 23079060 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.